Manufacturer narrative:
(B)(6).

Event description:
The customer reported that the touchscreen was misconfigured, and that the screen was impossible to calibrate. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The service engineer noted that the power management board or central processing unit printed circuit board assembly would need to be replaced.

Manufacturer narrative:
H10: the service engineer replaced the touchscreen assembly, performed service and is returned to use. H11. Updated contact information and contact office entity.

Manufacturer narrative:
Multiple attempts to retrieve device repair and other significant information yielded no response from the customer. It is unknown if any parts or repair has been conducted.